Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >100 cfu/endoscope (>65 cfu/100ml). Bacterial identification: acinetobacter species, bacillaceae. Sampling date: (B)(6) 2023. Sampling from: biopsy ch. Cfu: 2 cfu/endoscope (5 cfu/100ml). Bacterial identification: champigno.ns filamenteux. Sampling date: (B)(6) 2023. Sampling from: biopsy ch/suction ch, cfu: >100cfu/endoscope (>213 cfu/100ml). Bacterial identification: escherichia coli, pseudomonas aeruginosa. Sampling date: dec 06, 2023. Sampling from: a/w-ch. Cfu: 24 cfu/endoscope (55 cfu/100ml). Bacterial identification: escherichia coli. Sampling date: (B)(6) 2023. Sampling from: auxiliary water ch. Cfu: 9 cfu/endoscope (18 cfu/100ml). Bacterial identification: escherichia coli. Sampling date: (B)(6) 2024. Sampling from: biopsy ch. Cfu: <1 cfu. Sampling date: (B)(6) 2024. Sampling from: biopsy ch/suction ch. Cfu: 1 cfu/endoscope. Bacteria identification: bacillus spp. Mesophiles . Sampling date: (B)(6) 2024. Sampling from: a/w-ch. Cfu: 1 cfu/endoscope. Bacteria identification: aeromonas hydrophila. Sampling date: (B)(6) 2024. Sampling from: auxiliary water ch. Cfu: <1 cfu. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where there was no suspected patient infection and no deviations, deficiencies, or concerns with reprocessing. Disinfection: an etd3 and etd4 were used with olympus endodet and endoact detergents and olympus endodis disinfectant. There were no defects on the automatic endoscopic reprocessor (aer) all channels were connected with cleaning tubes when the endoscope was setting up into the aer. The disinfectant was used within its expiration date . The minimum effective concentration (mec) of the disinfectant solution was meet the water quality of the rinse water was controlled. The water filter was replaced in accordance with the instructions for use (IFU). Storage: the device is dried by being blown with filtered compressed air and the drying process of the aer/ewd. The device is stored in a drying cabinet. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens (3x) is cracked, the light guide bundle has fiber breakings, the plastic distal end cover is scratched, the bending section rubber glue is white clouded, the channel mount is scratched, the mouthpiece is scratched, the air/water cylinder is scratched, the suction cylinder is scratched, the universal cord buckles, the air/water separator is scratched, and the biopsy channel is scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.